Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, hyperglycemia, abdominal pain, vomiting and weakness, on (B)(6) 2020 with 695 mg/dl blood glucose value. Customer as treating with regular insulin injection, IV insulin initially and now using insulin pump while in hospital. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will be returned for analysis.